Event description:
Device fell down and needs new rear housing. Part nr msp950011. 1pc. And msp950025 trolley mount kit 1 pc.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event when the humidifier was not in use. The humidifier fell and was damaged. The root cause was not determined. However, the problem was resolved by the replacement of the rear housing and trolley mount kit. There was no patient or user harm.